Event description:
It was reported that the device was used during a low anterior resection. The device formed the proximal staples, but not distal. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.